Manufacturer narrative:
Concomitant medical products: 6937a-35, lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited over-sensing due to conductor fracture or an insulation breach. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.